Manufacturer narrative:
Zoll has not received the autopulse platform sn (B)(4) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During device check using a manikin, the autopulse platform sn (B)(4) displayed user advisory (ua) 19 (max applied load exceeded) error message. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 19 (max applied load exceeded) error message was confirmed during archive data review and load cell characterization testing. The root cause for ua 19 was due to defective load cells. The cracked front enclosure and defective load cells were likely attributed to mishandling such as a drop. Upon visual inspection, unrelated to the reported complaint, cracked front enclosure was observed likely due to user mishandling such as a drop. The damaged front enclosure was replaced to address this issue. In addition, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to normal wear and tear. The autopulse platform was manufactured in 2015 and is 6 years old, past the expected service life of 5 years. The impact of a sticky clutch was not severe enough to make the platform non-functional. The autopulse platform passed the initial functional testing. However, during further functional testing the platform failed load cell characterization test due to defective load cells. The defective load cells were replaced to remedy the ua 19 error message. A review of the archive data showed ua 19 error message to have occurred around the customer's reported event date, thus confirming the reported complaint. In addition, not related to the reported complaint, ua 45 (lifeband not detected) & ua 20 (position out of range) error messages were observed. The ua 45 & ua 20 were cleared by user. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive is easily clearable by the user. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Ua 20 error message alerts the operator that the autopulse driveshaft is not within the normally acceptable range of positions. This user advisory will persist until the driveshaft is returned to its home position using the administrative menu. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(6). (B)(4).